Event description:
In 12/90 rptr injured low back while lifting on the job. In 3/91 had fusion of bones of the lower back using plates and pedicle screws as well as bone shavings from the left hip. Follow-up visits revealed that surgical outcome was good and progressing normally. Dr examined rptr for the symptoms which had never subsided and seemed to have become even worse than before surgery. Dr reported that everything looked fine and that he could see no reason for symptom aggravation, but prescribed medication for pain. 4/91 rptr contacted another dr who examined rptr and found that the two lower pedicle screws had broken and would have to be replaced surgically. 5/91 dr removed the two lower pedicle screws and introduced two larger ones. This surgery corrected much of the worsened pain that rptr had been having since the prior surgery and rptr strongly feels that much of this worsened pain was due to the broken screws. Subsequent visits to the dr proved that the pedicle screws and plates were progressing normally; however he continued to have acute low back pain and shooting pain of the left leg. In 8/91, the dr recommended removal of the plates and screws in order to possibly relieve low back pain. In 9/94 dr recommended surgically removing the plates and screws. During the yrs to follow rptr has frequented the ER and various dr's offices to try to relieve his symptoms but to no avail. To date the plates and screws remain in his lower back because rptr is not insured and could not afford the surgery. Prior to the initial surgery to fuse the bones rptr was never told that the "plates and screws" would be used nor was it ever explained that they were "experimental".